Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the malfunctions found during the device inspection are traced to component failure due to separation and stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicated distal end missing silicon rubber forceps cover, pink rubber missing glue and crack cement on light guide lens were found. There was no patient involvement.